Event description:
The patient¿s explanted generator and lead were received by the manufacturer from a funeral home. An obituary reported that date of passing as (B)(6) 2014 and noted that the patient was treated by ICU nursing staff, patient care techs, and ICU reception staff for last three weeks. The patient had multiple hospitalizations at (B)(6) hospital and the (B)(6)center throughout his life due to his disabilities. The treating vns physician¿s office was unable to provide additional information as they were not aware that the patient was deceased. The medical examiner¿s office reported that the patient was pronounced dead at a hospital. The patient was cremated. They did not have further information regarding cause of death. Good faith attempts for additional relevant information have been unsuccessful to date. Analysis of the explanted devices has not been completed to date.

Event description:
Analysis of the explanted devices was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.based on the available information, an internal review of the death by the manufacturer was performed, and the death is classified as possible sudep.